Event description:
It was reported that during an unknown procedure, clips scissored. Another like device was used to continue with the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.